Event description:
The customer contacted baxter's technical service center to report an issue of program change by device found on the home choice (hc) device during use. The customer reported that during use the hc automatically skipped dwell and went to drain and the patient drained 1500 ml in one minute. The tsr arranged to swap the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for program changed by device was confirmed in the event log during device evaluation as device moved from dwell into drain phase within the same minute. The root cause of complaint was determined to be manipulations with the device by the customer which reduced the time needed to perform the dwell cycle time.